Event description:
Procedure: lumbar interbody fusion levels implanted: l3-l4 it was reported that prior to surgery, patient was experiencing lower back pain. The patient underwent a lumbar interbody fusion at l3-4. The patient was implanted with rhbmp-2/acs. Post-op, patient had severe back pain, which radiated into her legs and knee. Patient continued treatment after surgery until (B)(6) 2011. Currently patient allegedly, continues experiencing constant, severe lower back pain that radiates into her pelvic region and legs, into her knees. Because of this, she uses a walker for mobile assistance.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation